Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device had delivered an inappropriate therapy for an atrial fibrillation with rapid ventricular response (af w/rvr) arrhythmia, which the ICD detected/designated as a ventricular fibrillation (vf) episode. Follow-up with the field representative revealed the patient's device had been extracted due to normal recommended replacement time (rrt). The patient received a cardiac resynchronization therapy defibrillator (crt-d) device and had an av-node ablation completed one day post the device upgrade procedure. No further patient complications have been reported as a result of this event.